Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and was found to have a broken pitch cable at the distal end/clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook instrument was found to have a broken steel cable. The procedure was completed as planned with no reported injury.